Event description:
It was reported that the physician has explanted the device due to a pocket infection and endocarditis. The patient condition was good.

Manufacturer narrative:
No medwatch form was received.